Event description:
Can't bend knee (joint range of motion decreased). Joint effusion (joint effusion). Joint pain (arthralgia). Swelling of left knee. (Joint swelling). Case description: this is a post-market clinical trial. Study treatment is unblinded. Clinical trial report received on 07-jul-2008 from a physician regarding an (B) (6) male with history of osteoarthritic knee pain, (B) (6), who experienced can't bend knee, knee swelling, knee pain and effusion after starting synvisc. The patient participated in protocol (B) (4) entitled "an observational study, multicenter, single-arm study investigating the relationship between the presence of hyaluronate-positive granuloma and acute local reactions associated with intra-articular synvisc injection." The patient received synvisc injections into the left knee on (B) (6) 2006, (B) (6) 2006 and (B) (6) 2006. The patient reported that everything was fine after the second injection. He played tennis and then noted that the injected knee had significant swelling. On (B) (6) 2006, the patient reported that he had been hurting since then and could not bend his knee due to the intense pain. The knee was aspirated on (B) (6) 2008 and injected with 1 cc of celestone. The physician assessed the severity of the event as moderate and the causality as possible. The patient recovered without sequelae on an unknown date.

Manufacturer narrative:
The product lot number was not provided therefore a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.